Event description:
It was reported that approximately 10 months post implantation of a vascular stent in the mid and distal sfa, a stenosis in the lower left extremity was detected. A pta of the popliteal artery and the sfa was performed. No patient injury was reported.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.